Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# v093742, product type lead. (B)(4) pertains to the lead (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they had a new implant in (B)(6) of 2015 and the healthcare professional (hcp) noticed that the tunnel to put in the lead was breaking down on the left side, so everything was put on the right side. No further complications were reported or were expected.